Manufacturer narrative:
No injuries were reported. Cynosure field service engineer (fse) arrived at the site and inspected the unit. Upon inspection, fse replaced the foot pedal to fix the issue reported by customer site. Due to site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that when the operator takes their foot off the pedal, the laser device will still fire.